Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott technical support specialist (tss) observed charring on the ac/dc controller board on an architect c4000 analyzer. The tss was onsite due to the customer reporting instrument error message, 5373 ¿ ac/dc controller board failure, and noticed the charring on the board. It was noted that the cause of the charring was liquid falling on the ac/dc controller board. The board was replaced, and the instrument is working as expected. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
An abbott technical support specialist (tss) was dispatched due to instrument error messages on an architect c4000 processing module, serial number (B)(6). During the troubleshooting, the tss discovered charring/signs of short circuit on the ac/dc controller board. No fire was observed, and no injury occurred. The tss replaced the bd., ac/dc controller (rohs), part number 7-93183-04, which resolved the issue. The analyzer was returned to normal operation. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burning, observed was limited to the bd., ac dc controller (rohs), part number 7-93183-04; the charring/burning did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The abbott technical support specialist (tss) observed charring on the ac/dc controller board on an architect c4000 analyzer. The tss was onsite due to the customer reporting instrument error message, 5373 ¿ ac/dc controller board failure, and noticed the charring on the board. It was noted that the cause of the charring was liquid falling on the ac/dc controller board. The board was replaced, and the instrument is working as expected. There was no impact to patient management, user safety, or facility damage reported.